Event description:
It was reported by the physician that a retrospective pt study involving vena cava filters was performed. The physician reported that he identified some cases of filter tilting, caudal migration, and/or perforation. Specific pt, product or event info was not provided; however, x-ray images were provided for review. In this case, the film review identified that the filter appeared to have migrated caudally by approx one vertebral body. The info available does not indicate there was any injury or adverse consequence to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. A product evaluation could not be performed as no sample was received. However, three x-ray images were reviewed. The images did not contain the date of when they were taken. The 1st and 2nd images appear to show the tip of the g2 filter at the top of l2. The third image shows the tip of the filter at the bottom of l2. It appears that the filter caudally migrated. Based on the images received, the complaint is confirmed for caudal migration. Definitive root cause is unk. The current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: movement, migration or tilt of the filter are known complications of vena cava filters.